Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 of the same event. It was reported from (B)(6) that during an unspecified veterinary orthopedic surgical procedure, it was discovered that the small adaptor device exploded while in use with a console device and a small battery drive handpiece device. The hand piece was not connected to the adapter at any time before the explosion; however, the console was. It was also reported that there was no issue with the console because the user continued to use the device with no issues. There was a two hour delay to the planned surgical procedure. Spare devices were available for use. The procedure was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned to manufacturing site for investigation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the explosion was caused by one of the two 1000 f capacitors in the adapter. It was determined that the capacitor failure could cause an explosion if the pole isolation was damaged; the fluidic electrolyte expanded into a gas, causing a buildup of pressure. It was determined that if the pressure could not be relieved, the increase in pressure could cause an explosion. It was determined that the capacitor isolation could have been damaged by a number of trigger events: force (i.e. The device was dropped), normal aging and reprocessing, and reprocessing anomalies. It was determined that the adapter was not plugged in to the handpiece at the time of the event, but this did not create any additional risk. It was determined that none of the electrical components were exposed, and therefore this event could not have been caused by a short circuit. Furthermore, even if a short circuit had been created, this would not have caused an explosion in the capacitor. It was determined that wrong orientation of the capacitor on the pcb (reverse polarity) would cause an explosion. However, the polarity orientation could not be visually confirmed in the device because the capacitors were completely destroyed in the explosion. It was determined that preliminary internal tests on a non-potted capacitor have revealed that this scenario was highly unlikely; an incorrectly oriented capacitor tested off-board in-house. It was determined that the capacitor exploded after a runtime of 2-3 minutes. It was determined that formal testing would be conducted on this potential failure mode, but this was an unlikely root cause because the complaint device had been used 2-3 times per week for nearly 6 years before it exploded. Therefore, an assignable root cause could not be determined. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device is still pending evaluation. A CAPA has been initiated to further investigate the issue. Therefore, root cause has not been determined. Once device has been evaluated and a root cause has been determined, a supplemental report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.